Manufacturer narrative:
Due to character restrictions, event site name: (B)(6) university hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that cs300 intra-aortic balloon pump (iabp) buttons didn't work. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6) hospital. Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e1 (event site name and address). A getinge field service engineer (fse) detected that the keyboard does not work. A quote was given for its repair. Customer requests a quote for materials to be completed by the customer himself. The service order will be closed. In future if we receive any repair information will reopen and update the investigation.